Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the electrical contacts on scope connector had defects due to physical stress during user handling, causing the suggested event. The event can be prevented by following the instructions for use which state: "inspection of the endoscopic image. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: due to slipping down of the terminal of the video plug, the image was disturbed when connector was pushed in. Also, evaluation found electrical continuity error /disconnection in the video connector, the connecting tube is dirty; corrosion of the insertion tube, and dirt, switch2 is dirty, switch1 has a wear, button corrosion; and objective lens is discolored. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus the evis lucera elite bronchovideoscope, the image is abnormal with snowflakes and the object could not be recognized. The issue was found during the reprocessing. There was no procedure involved. There were no reports of patient or user harm associated with this event.